Event description:
The pt was hospitalized due to a diabetic ketoacidosis. For 2 days prior to their admission the pt had blockage alerts and reportedly changed their tubing in response to these alerts. When their blood sugars became elevated they changed their site. This did not resolve their blood sugars and they went to the hospital in dka. Pt did not wish to review the device history for trouble-shooting purposes and instead requested a replacement device. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.